Event description:
Voluntary medwatch received states that the left ventricular (lv) lead exhibited high capture threshold which led to loss of capture. No intervention or patient condition was reported.